Manufacturer narrative:
The unit was sent to the repair center, and it was determined the touchscreen required replacement for preventive measures. The customer cancelled repair and the device was returned unrepaired. The customer cancelled repair and the device was returned unrepaired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a message for invalid touch detected occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a message for invalid touch detected occurred. The customer forced a shutdown of the v60 and attempted to perform a touchscreen calibration after an alarm had occurred. The message for invalid touch detected had occurred after and the touchscreen was disabled. This investigation is ongoing.